Event description:
The spinal needle fractured during the course of a spinal anaesthetic for a caesarean section. Approx 3cm of the tip of the needle remained in the pt. The position of the spinal remnant has been confirmed by x-rays of the lumbar spine as approx within the l3-l4 interspinous ligament. Neurosurgical opinion has been obtained and removal is not planned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.